Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the on/off, setup, ok, run/stop, numbers 1, 2, 3, 5, 6, 8, 9, and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function. This failure mode does not provide any user opportunities for navigation, to program delivery parameters nor start an infusion. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced non working keypad. It was also reported there was no patient injury.